Event description:
The event involved a 13 cm (5") appx 0.33 ml, smallbore bifuse ext set w/2 microclave¿, rotating luer lock where it was reported the device leaks at the blue end. Unknown patient involvement and unknown patient harm.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned; however, it has not been received. Without the returned device, a probable cause is unable to be determined. A device history lot review is pending.

Manufacturer narrative:
Investigation summary: the reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.